Event description:
It was reported that during a colonoscopy examination using a colonosvideoscope the monitor image developed horizontal stripe flickering. And the image degraded to black-and-white and darker than normal, preventing adequate visualization of mucosal details. The physician stopped advancing the scope, withdrew it to a safe position, and attempted to restore function by disconnecting and reconnecting the cable. Although the image briefly returned to normal, the malfunction recurred. The procedure was terminated and rescheduled. No reports of patient harm. Follow-up was conducted to obtain further details regarding the patient and procedure, however no response was received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.